Manufacturer narrative:
(B)(4) hydrophilic tip detached exposing the tip of the metal corewire.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire, two advanix biliary stents, an extractor pro xl retrieval balloon, trapezoid rx lithotripter basket, an ultratome xl sphincterotome and a hurricane rx dilatation balloon were used during a cholangiopancreatography retrograde endoscopy (cpre) procedure performed on (B)(6) 2016. According to the complainant, post procedure, the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed with these devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire, two advanix¿ biliary stents, an extractor¿ pro xl retrieval balloon, trapezoid¿ rx lithotripter basket, an ultratome¿ xl sphincterotome and a hurricane¿ rx dilatation balloon were used during a cholangiopancreatography retrograde endoscopy (cpre) procedure performed on (B)(6) 2016. According to the complainant, post procedure, the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed with these devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.